Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that rejects the clamp. This condition was found in the intensive care unit. This had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo gard infusion pump that "rejects" the clamp was confirmed during product evaluation. The root cause of the reported problem was determined to be a loose sensor connector. A service history review found that the device has not been previously sent into service for the reported condition.